Manufacturer narrative:
(B)(4).

Event description:
It was reported "after the catheter inserted, the pump triggered a helium leakage alarm. After another pump was replaced, but the same alarm persisted. The catheter was replaced and functioned normally". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). The lot number for the returned sample is 18f24m0089. Returned for investigation was a 30cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging box. The sample was returned in a cardboard box and was in a bio-hazard bag. Upon return, the teflon sheath was noted on the returned iabc. The one-way valve was tethered to the short driveline tubing. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway; the catheter was likely cleaned prior to return. The customer submitted photos were reviewed. The photos show the returned iabc serial number, which matches the returned sample, and in a plastic bag. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No blood or debris was noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. An external leak was immediately noted and located around the distal end of the bifurcate bushing ad-hesive bond. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. Some blood and debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "the pump triggered a helium leakage alarm" is confirmed. During the investigation, an external leak was confirmed from the intra-aortic balloon catheter (iabc) bifurcate bushing adhesive. The external leak could cause a helium loss alarm. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the external leak from the iabc bifurcate bushing. The probable root cause of the complaint is manufacturing related.

Event description:
It was reported "after the catheter inserted, the pump triggered a helium leakage alarm. After another pump was replaced, but the same alarm persisted. The catheter was replaced and functioned normally". No patient injury or consequence reported. The patient's current condition is reported as "fine".